Manufacturer narrative:
Device used for treatment and not diagnosis.without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4): placeholder.

Event description:
Patient is pre diabetic with kidney failure: patient implanted with plate and eight screws on unknown date for distal radius fracture, patient fell. Patient developed infection at the implant site. It is suspected infection is due to patients co morbidities. Patient was returned to or on (B)(6) 2013 for removal of all hardware to facilitate infection control. No new hardware was implanted. This is 3 of 9 reports for this event.